Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a cartridge air bubble issue. The patient indicated that she did not notice the air bubbles when she filled the cartridge 3 days earlier. The patient indicated that the cartridge was almost empty but there were visible air bubbles. The patient was reportedly able to prime the pump and removed the bubbles. The patient denied observing leaks or trauma to the pump. The luer lock was reportedly not loose. The patient was sent replacement product. The lot # of the subject cartridge was not provided by the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had an air bubble cartridge issue. However, there is no evidence that the cartridge issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.